Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #703128161: analysis initiated on (B)(6) 2019 by (B)(6). Returned contents: the hawkone was returned connected to a cutter driver inside a previously opened hawkone box and pouch which both indicated lot 0009340624. No ancillary devices were included (photo 1-4). Visual inspection: the hawkone was inspected and was observed the distal assembly was fractured apart at two separate locations. The cutter assembly attached to the drive shaft was protruding out approximately 3cm (photo 6). The distal radial fracture was located distal the anchor pockets and at the proximal edge of the coiled segment of the housing. The second radial fracture occurred at the distal rim of the cutter window. The piece of the housing that was located around the cutter blank of the exposed cutter assembly showed the ramp subassembly connected (photo 7-8). The proximal fracture location at the cutter window showed a ductile fracture face (photo 9). The distal segment of the distal fracture was not returned, which included the main segment of the housing assembly and rotating tip. The distal flush tool was checked and verified the tip assembly was not inside. Functional testing: n/a analysis summary/results: the report has been confirmed. It is possible difficulty encountered after removing the dft. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a hawkone h1-m device with a non-medtronic 6fr (cook) sheath and 0.070 spider as embolic protection and guidewire. The treatment was of a 60mm, 60% stenotic, slightly calcified, slightly tortuous lesion in the patient¿s proximal superficial femoral artery (sfa) of diameter 6mm. The IFU was followed during preparation, procedure and post procedure. The vessel was not pre-dilated. It was reported that the physician carried out the intended atherectomy and then removed the device for flushing and cleaning. During flushing/cleaning, while outside the patient, the tip detached and separated at the hinge pins. No patient injury was reported.